Event description:
It was reported that the 9900 system locked up, and the collimator closed down during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The ffb board, and the software upgrade were installed during the svc call. The system was tested and found to be working as intended, and put back into svc.